Event description:
The patient is an elderly man who sustained blunt trauma as a pedestrian in a collision with a motor vehicle. Over the course of his first 3 hours in the hospital, he was transfused with 5 units of ab fresh frozen plasma (ffp) and 6 units of o pos packed red blood cells (prbc). The patient had a cardiac arrest and died while being transfused in the interventional radiology suite. The clinical team noted a large clot in the chamber of the belmont rapid infuser used for blood product infusion in this case.